Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the calcified right coronary artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The physician pushed and "dottered" the device but was still unable to cross the lesion and the distal part of the stent was damaged, so the whole system was removed. The patient was kept on medical management and was planned for a rotablation procedure in the future.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to the distal section of the stent. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the calcified right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician pushed and "dottered" the device but was still unable to cross the lesion and the distal part of the stent was damaged, so the whole system was removed. The patient was kept on medical management and was planned for a rotablation procedure in the future.